Event description:
An aneurx bifurcated stent graft was selected for use in the treatment of an abdominal aortic aneurysm in a high surgical risk pt with very small, calcified iliac arteries. The physician experienced difficulty advancing the 21 fr delivery system through the iliac artery. Following unsuccessful advancement of the delivery system, angiography revealed a stenotic lesion in the iliac artery. This lesion was then pre-dilated with a 20 fr. Dilator, followed by an unsuccessful attempt of advancing the delivery system. Angioplasty of the stenosis was then performed with an 8mm balloon, followed by another unsuccessful attempt of advancing the delivery system. The stenotic lesion was then treated with a 7mm stent followed once again by an unsuccessful attempt of advancing the delivery system. Although post stent angiogram demonstrated adequate treatment of the lesion, an attempt of advancing the system was unsuccessful. The physician then attempted to dilate the artery with a 20 fr and 22 fr dilator, followed by unsuccessful advancement. A 5mm narrowing within the stent as evidenced by "ivus" was successfully treated with a 10mm balloon. The final unsuccessful attempt of advancing the system was somewhat forceful. The physician then decided to abort the procedure. Subsequently, during the final angiogram, a perforation of the iliac artery (proximal to the stent) was noted. The physician then decided to place a 14mm x 8.5 cm length iliac leg stent graft to treat the perforation. Final angiogram of the iliac artery demonstrated a patent iliac artery with good distal flow. The pt is reportedly doing well, and it is not known to medtronic/ave at this time how the patient's aneurysm was treated since the physician was ultimately unable to deploy the stent graft. The failed device was not returned for investigation.